Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the experienced a skin reaction with itching and redness, under entire patch area. After the skin reaction from this sensor session, the patient sought medical attention after removing the sensor and was prescribed an oral antibiotic, cephalexin 500 mg, treatment duration was unknown. At the time of the report the patient stated he was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.